Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 52 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.